Manufacturer narrative:
(B)(4). During servicing, a philips fse reported an intermittent battery connection. The message ¿shutting down now¿ appeared. A philips fse evaluated the device and reported this issue. The battery pca was replaced to resolve the issue. The device passed all required testing and remains at the customer site. We are considering this a malfunction of the battery pca.

Event description:
During servicing, a philips fse reported an intermittent battery connection. The message ¿shutting down now¿ appeared.